Event description:
It was reported that the patient's right atrial (ra) lead was exhibiting over-sensing of t-waves. A follow-up check revealed that the ra lead also demonstrated a loss of capture, and a chest x-ray showed that it may have micro-dislodged. No intervention has been performed. The patient was stable.